Manufacturer narrative:
Evaluation summary report in german signed on (B)(6)2020 is attached. Translation of evaluation summary in english is attached.

Manufacturer narrative:
Suspect device returned on 06/25/2020 but evaluation report is not completed within 30 days deadline.

Event description:
Preparation of the catheter. Insertion of the catheter through the introducer sheath. Once the rotor was activated, the catheter did not aspirate. The catheter has been changed for another one which worked perfectly. Procedure has been done with no problem and no harm to the patient.